Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal, loose air detector, scratched lens, and a worn uso seal. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the dso seal and the loose air detector was the root cause. The dso seal was replaced, and the air detector was resecured in place. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device¿s downstream occlusion (dso) sensor seal and air detector were coming off. The event occurred during testing and was not related to physical damage or abuse. There was unknown delay in therapy, no patient involvement and no patient harm.